Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was microscopically inspected and functionally tested. A leak, due to fatigue, was found in the kink resistant tubing (krt). The damaged tubing was cut off prior to functional testing of the pump. The pump did not pass activation testing. Based on the information available and analysis results, analysis was able to confirm the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the pump tubing. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the pump tubing. No patient complications were reported.